Event description:
It was reported that the platinum tip from a stent graft delivery sys broke off after the deployment of the stent. It migrated through the fistula into the pulmonary artery, where it was reported to have embolized. This was discovered during the procedure, on images. The physician attempted to retrieve it with a snare, but aborted the attempt as he felt there was no way to retrieve it. He decided to leave it there and watch it, as it may be clinically inconsequential. He consulted with another clinician who agreed. The procedure was a stent placement in the cephalic brachial fistula. The vessel anatomy was neither tortuous nor calcified and it was a straight path to the intended site. The procedure was performed sheathless, using a 0.035 guide wire. The pt is asymptomatic.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample was not returned for eval. Based on the info rec'd to date the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.